Event description:
The account alleged the side rail will not latch. No injury reported.

Manufacturer narrative:
The account stated the side rail has been ripped off of the bed. No further information is available on the repair of the bed at this time.